Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter city: (B)(6).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic bile duct dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon did not swell. The device was then removed out of the patient and checked, the balloon ruptured at its neck. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.